Event description:
It was reported that during an unk procedure, the tip of the pt2 moderate support guidewire separated and remains in the pt. The lesion being treated was located in the proximal left anterior descending artery (lad). After the pt2 guidewire was advanced, another MFR's stent was deployed at 12 atms for 20 secs. Then another MFR's balloon was advanced and inflated 4 times up to 8 atms. Another stent was deployed at 8 atms for 47 secs, and a quantum balloon was dilated twice, to 10 atms for 18 secs and 8 atms for 13 secs. The tip of the pt2 moderate support guidewire was then noted to be sheared off in the diagonal branch, and the rest of the wire was removed. Another MFR's interventional guidewire was used to attempt retrieval of the sheared tip, but was unsuccessful. The difficulties in retrieval were reported to be due to crossing a deployed stent to get to the tip. The pt2 guidewire tip remains in the pt's diagonal branch. Pt status was reported as `fine'.